Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulse field ablation exhibited air ingress. No issues were noted during preparation of the sheath. It was reported that air was noted in the sheath and despite multiple attempts that were made to aspirate the sheath, the air was not able to be removed. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. No leak noted nor air was observed in the patient. At the time and/or prior to the air that was observed, a non-boston scientific catheter and rosen 180cm j tip guidewire were inside the sheath. The guidewire was positioned in the right inferior pulmonary vein (ripv) when the catheter was inserted into the sheath. A pressure bag irrigation method was used with the flow rate of 300 ml. The device is not expected to be return for analysis as it was disposed.